Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricle assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the patient expired. Although cause of death is unknown, it was communicated that the patient's outcome was not device or therapy related. No autopsy was performed and the device was not explanted for evaluation. It was reported that the customer will not be providing additional details related to the event. The heartmate ii lvas IFU, is currently available. This IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away.